Manufacturer narrative:
B2 date of event: 01/01/2025 used as approximate date as actual date is unknown.

Event description:
It was reported via literature that the rotapro burr fractured, and patient complications occurred. The patient presented to the emergency department with persistent chest pain and was diagnosed with an non st elevation myocardial infarction (nstemi). Coronary angiography demonstrated three vessel coronary artery disease (cad), and primary percutaneous coronary intervention (pci) of the culprit lesion in the proximal right coronary artery (rca) was undertaken. Following successful wiring with a rotowire drive, rotational atherectomy (ra) was initiated using a 1.5mm burr. During advancement, the burr became lodged at the first curvature of the proximal rca. Fluoroscopy revealed a gap in radiopacity, indicating driveshaft fracture at the burr neck. Attempts to retrieve the device resulted in the burr detaching and remaining within the artery. Concurrently, the rotawire was found to be fractured, precluding burr retrieval. A parallel wire was engaged, and attempts were made to mobilize the burr using a 2.5/15 nc balloon. However, retrieval with a goose neck snare was unsuccessful. Subsequently, the burr embolized distally to the crux cordis, occluding the pda and causing recurrent chest pain with signs of inferior ischemia. A workhorse wire was successfully advanced into the posterolateral branch, and a stent was deployed across the bifurcation, effectively jailing the burr and restoring antegrade flow. Ischemia and chest pain promptly resolved. Clearstent imaging confirmed optimal stent expansion with complete entrapment of the burr. The proximal rca was treated with a drug eluting balloon. The patient remained asymptomatic following the procedure. Leibundgut g, achim a, weilenmann d, rigger j, gocht f, egred m, murad b, lombardi w, bilal iqbal m. Management of lost atherectomy devices in the coronary arteries. Catheter cardiovasc interv. 2025 sep;106(3):1766-1780. Doi: 10.1002/ccd.31734. Epub 2025 jul 6. Pmid: 40619782; pmcid: pmc12412430.